Manufacturer narrative:
Voluntaries medwatch was received on (B)(6) 2011. The delivery system has not been yet received for evaluation and internal investigation. Further information and results will be sent once the investigation is completed.

Event description:
.